Event description:
It was reported that the device had an error message with downstream occlusion. It was beeping for couple minutes then working again and then repeated it. There was patient involvement, and no harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. D: no information found for serial/catalog/di number. G: no information found for 510(k) number. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months and no event log history was provided.